Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported the pump has not delivered, the right quantity of insulin. Mother stated neither the basal rate nor the boluses were delivered properly; the insulin delivered was less than the insulin required in both cases. No adverse event reported. Requested return of the alleged pump for evaluation.

Event description:
Patient's mother reported the pump has not delivered the right quantity of insulin. Mother stated neither the basal rate nor the boluses were delivered properly; the insulin delivered was less than the insulin required in both cases. On (B)(6) 2015 technical expert reported patient required hospitalization due to the pump. Technical expert stated patient was hospitalized on (B)(6) 2015 because of high blood glucose levels due to pump causes and patient was hospitalized for 3 days. No blood glucose readings were provided. Treatment received provided by the doctor; no specifics were provided. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.